Manufacturer narrative:
(B)(4). During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. Balloon ruptures can be affected by damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient prep prior to use. No leaks were noted during prep and the balloon was able to be pressurized twice. The lesion was moderately tortuous/calcified, which likely contributed to the difficulties. If the balloon experiences mechanical damage, the material may weaken and rupture during attempts to inflate. Since another device ruptured during the procedure, this suggests that the difficulties may have been related to the lesion. It is possible that the balloon material was damaged during interactions with other devices and/or the lesion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the rx voyager balloon catheter ruptured upon a third inflation at 8 atm, which is below its rated burst pressure (rbp). It was replaced with another company's catheter, but it also ruptured during the procedure. Another company's catheter was used to successfully complete the procedure and no pt effects were reported. No additional event or pt info is available.